Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0320 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powermidline was leaking at the site when flushing or infusing. The midline was trimmed at 13cm. No other information was provided.